Manufacturer narrative:
(B)(4). No sample will be returned for evaluation. This report is for the fourth in a series of ten consecutive product problems with the same patient. The first, second, third, fifth, sixth, seventh, eighth, ninth, and tenth have been reported under MDR # 1036844-2016-00186, 1036844-2016-00187, 1036844-2016-00188, 1036844-2016-00190, 1036844-2016-00191, 1036844-2016-00192, 1036844-2016-00193, 1036844-2016-00194, 1036844-2016-00195.

Event description:
Information was found during the maude event website search. It was reported that on (B)(6) 2016 the patient arrived in the emergency department coding with minimal vascular access available. Multiple IV attempts. Physician made multiple central line attempts to gain central venous access. Each attempt resulted in a kinked guide wire. The physician had to pull the equipment out of the patient and reattempt. Critical drugs were pushed peripheral lines and/or the io which was minimally successful. The patient had multiple hematomas to both femoral and left subclavian sites and lost blood related to the multiple attempts. Staff was able to access the ij using a 22 gauge needle at the end of the code.